Manufacturer narrative:
The aquabeam trus articulating arm was returned for investigation of the reported event. During functional testing the reported failure was able to be confirmed. The root cause of the reported failure was unable to be determined. A review of the device history record (DHR) for aquabeam robotic system/serial number 21c00004 and the aquabeam trus articulating arm / serial number 20c00675 was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. The aquabeam robotic system sj-um0101-00 rev b aquabeam robotic system user manual, us, states the following: section 7.7 aquabeam trus articulating arm the aquabeam trus articulating arm (figure 14), a re-usable component of the aquabeam robotic system, connects to standard bedrails and fixes the trus probe and stepper in position relative to the patient. The trus articulating arm has a release trigger that enables freedom of movement and locking of the arm. The trus articulating arm performs the following functions: connects to the trus probe and stepper. Provides stability of the trus probe throughout the procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H6. Component code = 4755 - aquabeam trus articulating arm, a reusable component of the aquabeam robotic system, connects to standard bedrails and rigidly fixes the trus probe and stepper in position relative to the patient. The aquabeam trus articulating arm has a release trigger that enables freedom of movement and locking of the arm. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during set up, when placing the aquabeam trus articulating arm on the bed, the joint closest to the connector on the bed was not locking. Subsequently, aquablation therapy was aborted. There were no adverse health consequences to the patient due to this event.